Manufacturer narrative:
Manufacturing and inspection records could not be reviewed because batch number could not be identified on the returned screw. The returned 20mm, 2.5 micro acutrak 3® bone screw was examined visually under magnification. The screw exhibits indentations/mars throughout the head and thread region, with anodization worn away to expose bare metal. No definitive conclusions on the screw could be made. Based on the information provided, the exact root cause could not be determined. Related to report 3025141-2025-00113.

Event description:
Elective removal by patient. No reported malfunction with the screw. Report 2 of 2.

Event description:
The surgeon was attempting to explant a micro at3 screw in the scaphoid due to painful hardware complaints by the patient. The screw was removed via heavy needle drivers. A delay of 10 minutes reported with no adverse effects to the patient.

Manufacturer narrative:
Device evaluation is pending as the device was just received. A follow up report will be submitted upon completion of the investigation.